Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot number was available and there was nothing in the DHR that would indicate the devices were released with any non-conformities that would have contributed to the complaint.

Event description:
It was reported by a facility that there was a broken fusion magnetic introducer. The stylet poked through the covering as the surgeon was attempting to introduce it into the chest cavity. There was no consequence to the patient.